Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the procedure completed? The procedure was reported as a lap abdominoperineal resection (apr). Please confirm that this was the surgical procedure being performed. If so, was the (B)(6) planned or due to the issues experienced with the circular staplers? Can you please clarify what was meant by, ¿cannot complete the cutting at one time?¿ did the healthcare professional receive audible & tactile feedback when firing the devices? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? What is the current status of the patient?

Event description:
It was reported that during a lap abdominoperineal resection, the surgeon doctor and the medical assistant cannot complete the cutting at one time. The second with same batch has the same issue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r58u8g. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: how was the procedure completed? By replacing a new product. The procedure was reported as a lap abdominoperineal resection (apr). Please confirm that this was the surgical procedure being performed. If so, was the apr planned or due to the issues experienced with the circular staplers? It was a lar (lower anterior resection). Can you please clarify what was meant by, ¿cannot complete the cutting at one time?¿ at the beginning the healthcare professional tried several times to fire but didn¿t success, due to the firing handle was too hard to squeeze, the cutting procedure can¿t be done. Did the healthcare professional receive audible & tactile feedback when firing the devices? Yes, at the end they did received the audible & tactile feedback when firing the devices. Were the donuts inspected? If so, please describe. No. Was a complete washer transection confirmed? Not available. Were there any staple formation issues identified? Yes, a poor staple formation happened. What is the current status of the patient? No patient consequence. Patient is safe and healthy after the procedure.